Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, d1, d2a, d2b, d4, d6a, h4, h6.

Event description:
Patient representative reported "grade IV capsular fibrosis" and "noticeably deformed" . This record is for the right side. Device was explanted.

Event description:
Patient representative reported "grade IV capsular fibrosis" and "noticeably deformed" . This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV capsular fibrosis. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.